Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that patient received inappropriate therapy due to an atrial fibrillation with rapid ventricular response episode. Device was explanted and replaced. No further information available.